Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose blood glucose reading was 50 mg/dl. The customer was treated with food and glucose tablets. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer did not use auto mode feature. Customer did not allege insulin pump was over delivering. The customer declined to troubleshoot for the low blood glucose incident. The insulin pump will not be returned for analysis.